Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized due to seizure and low blood glucose on (B)(6) 2018 of 54 mg/dl. Customers current blood glucose value is 54 mg/dl after lunch it went up to 135mg/dl . Customer reports customer does not allege pump was over delivering. The customer was treated with an insulin drip. The customer was wearing the insulin pump during the hospitalization and did not use the auto mode feature. The device is not expected to be returned for analysis.